Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer called in for repair of a ¿broken door¿. The issue pertains to a broken fiber optic connector. Tested unit with broken connector, fiber optic signal is within range. Replaced fiber optic sensor and assembly upper panel. Tested new sensor, signal within range. Cannot complete repair checklist. Checklist link is broken, gives a p-5 error. System back to factory specifications. Returned to customer for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.